Event description:
Manufacturer received a call from a hospital employee from (B)(6) hospital. The caller explains that a patient has presented in the ER, and they are looking to do an MRI on the patient's brain. The patient had presented at the emergency room related to their seizure disorder and headaches, and was being heavily medicated for pain. It is unknown who the patient's vns following physician is to follow up to see if events related to their vns therapy.